Event description:
As reported for this event by the customer to the olympus representative, the device slipped out of the groove on the distal end of the scope during an unknown therapeutic procedure. The customer owns four of such scopes with the same model number. This issue has occurred with all four scopes at least once in the past four months. There is no reported harm to any of the patients. The customer is dissatisfied with the scope.

Manufacturer narrative:
There are four associated events reported for the issue of the balloon (maj-1351) slipping off the distal end groove of the scope (bf-uc190f). These events are captured in medwatches with patient identifiers as below: event 1: (B)(6) (bf-uc190f), (B)(6) (maj-1351). Event 2 (B)(6) (bf-uc190f), (B)(6) (maj-1351). Event 3: (B)(6) (bf-uc190f), (B)(6) (maj-1351). Event 4: (B)(6) (bf-uc190f), (B)(6) (maj-1351). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to balloons might have not deflated completely when the endoscope was withdrawn from the patient. It is also possible that the balloon was not lubricated. The event can be detected/prevented by following the instructions for use (IFU) which state: always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Olympus will continue to monitor field performance for this device.